Event description:
The customer reported that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 431 mg/dl. The customer was advised that the insulin pump would be replced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.